Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the reporter, on (B)(6) 2026, the patient experienced a skin reaction with itching, rash and contact allergy under entire patch area, which occurred an unspecified day the sensor had been inserted in the unknown location. According to the report, the patient developed a contact allergy to two substances that, according to previously performed chemical analyses, are present in the product. There was no treatment documented. There was no documentation of further medical intervention. No photo or other details were provided. At the time of report, the patient¿s condition was unspecified. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.